Manufacturer narrative:
The pump passed all the functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with a cracked case at the display window corner, a minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that he had a no delivery alarm during manual prime on the insulin pump. Customer stated that the keypad stopped working and he could not troubleshoot for the no delivery alarm. Customer's blood glucose was 358 mg/dl at the time of the incident. Customer stated that all of a sudden the keypad stopped working. Customer was unable to clear the alarm. Customer stated that the pump was not bumped, dropped, or exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for the no delivery alarm and the button error alarm. Customer took the battery out of the pump and received a button error alarm when he put it back in.